Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing leakage event on (B)(4) 2026. The leakage was at infusion site. The infusion set was in use for three hours. No further information available.